Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
During insertion of an intra-aortic balloon (iab) into an acute myocardial infarction (ami) patient an unwrapping failure was found. Replaced iab to continue therapy. No patient injury was reported.